Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07287. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator inhibited therapy due to noise oversensing. A chest x-ray was performed and no anomalies were found. The patient then presented for a lead revision procedure and during the procedure, it was noted that noise oversensing was caused by an loose set screw. The lead was reinserted and the set screw was tightened. The patient was in stable condition before, during, and after the procedure.